Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cancerous tumor in the nostril in early 2020 and a benign tumor in the same nostril 1 month ago. The patient did report to receive medical intervention and had both tumors removed surgically. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.